Event description:
Chondrolysis of left shoulder after intraarticular placement of ambit pain catheter & pump during shoulder manipulation under anesthesia for frozen shoulder. Had preop MRI, which did not show arthritis, but latest MRI shows osteoarthritis. Had to have shoulder replacement surgery in 2009. Dates of use: 2007. Diagnosis or reason for use: frozen shoulder manipulation under anesthesia - for postop. Event abated after use stopped: no.